Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the complaint could not be confirmed as the insertion device was received without the suture or implants. No visible damage was noted to the part returned. The inserter handle was noted to be in the t2 pre-deployment position; the device was able to actuate normally. The most probable root cause was indeterminate. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that while performing a knee arthroscopy using a fast-fix 360 curved needle delivery system that the second implant was noted to be missing after the first one was implanted. After the second implants were noted to be missing they were cut free and removed, nothing was left in the patient. The procedure was completed with a backup device.